Event description:
It was reported that the insulin pump alarmed button error. It was noted that the customer may have rolled over the insulin pump at night. Mother stated that the customer woke up with blood glucose readings of 500 mg/dl. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded act, up and down button keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.